Manufacturer narrative:
Evaluation of the returned lantern confirmed kinks along the distal shaft. If the peel-away sheath, provided with the lantern, is not properly utilized prior to advancement of the device into a parent device, resistance may be experienced during advancement and damage such as kinks may occur. During functional testing, the lantern was advanced through a demonstration benchmark without an issue. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the esophageal varices using a lantern delivery microcatheter (lantern), ruby coils, and a non-penumbra glide catheter. During the procedure, while placing the tip of the lantern into the hub of the glide catheter without a wire, the tip of the lantern became kinked. Therefore, the physician removed the lantern and was able to advance a new lantern with a glide wire through the glide catheter. The procedure was completed using new ruby coils. There was no report of an adverse effect to the patient.